Event description:
It was reported that the device had a suspected overdischarge. This was at least the 2nd overdischarge event that the reporter was aware of, though there was concern of it being his 3rd. It was noted that patient compliance, due to dissatisfaction with stimulation, was the primary reason for overdischarge . The last time stimulation was felt and the last successful recharge session were over a year prior to report. A separate report on the same day stated that the patient had done eight physician recharge mode (prm) sessions with no success. It was noted that the stimulator was "a little deep, but not too deep." There were also questions as to if the stimulator was flipped, though the patient believed that it wasn't. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that there were no malfunctions seen and the cause of the issue was not determined. The reporter stated that the patient was shown how to take the device out of overdischarge. It was reported that the patient would probably elect not to continue with the therapy and was talking with the doctor about a different therapy. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-56, lot # v125558, implanted: (B)(6) 2008, product type lead; product ID 3887-56, lot # v115220, implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2008, product type extension.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the last time they were overdischarged they were not able to successfully bring the implantable neurostimulator back. The indication for use was post lumbar laminectomy syndrome. Should additional information be received, a follow up report will be sent out.